Event description:
As one who received a highly defective homograft from cryolife, it ripped during surgery, meaning rptr was on a heart-lung machine for 10 hrs and in surgery for 14 hrs while they put in another valve. Rptr is greatly concerned with cryolife's quality control program. Rptr's surgery was in 2001. Given that rptr nearly died during surgery, rptr would be happy to discuss their case with the FDA relating to its current investigation of cyrolife.